Manufacturer narrative:
Device failed displacement test. Device received with cracked belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a long crack beginning from the top of the insulin pump, all along the length of battery tube. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.